Event description:
In 2004, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. In 2005, a postoperative computed tomography scan revealed a type ii endoleak with aneurysmal sac enlargement. The aneurysm was surgically repaired and the devices were discarded. The pt tolerated the procedure.

Manufacturer narrative:
The devices were discarded by the facility. The review of the mfg paperwork verified that this lot met all pre-release specs. Please note: a gore excluder aaa endoprosthesis contralateral leg component was also implanted (pcc141000/lot#033280715).